Manufacturer narrative:
Device expiration date: unknown. The customer's address is unknown:  (B)(6), USA has been used as a default.  A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use, 4 bd veritor ¿ at-home covid-19 tests, the customer received false negative test results. There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: 4 false negative tests. Eua (B)(4).

Manufacturer narrative:
H.6. Investigation summary this summarizes the investigation results regarding a complaint that involving bd veritor at home covid-19 test (material # 256094), batch number unknown, ¿customer took 4 tests and received 4 false negatives¿. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The root cause could not be identified. A trend analysis for false negative was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.

Event description:
It was reported that during use, 4 bd veritor ¿ at-home covid-19 tests, the customer received false negative test results. There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: 4 false negative tests. Eua(B)(4).